Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that customer had high blood glucose of 515 mg/dl and believed that insulin pump was not delivering insulin and was not alarming "no delivery". Caller declined back up plan and states that customer would be fine when back on insulin pump. Caller attempted to rewind and prime insulin pump. Customer was treated with manual injection. Customer would monitor blood glucose.